Event description:
Customer reported to beckman coulter, inc. (Bec) that the synchron lxi 725 clinical system generated different results for patient samples when the ethanol (etoh) reagent cartridge drops to about 80 tests or less versus the results generated with a new etoh reagent cartridge customer reported they have corrected four (4) patient results which were reported out of the laboratory. Customer reported that there was no effect on patient treatment. The root cause appears to be potential evaporation on a reagent cartridge with lower reagent volume. Fresh reagent cartridge loaded on the system seemed to resolve the issue. Bec customer technical specialist (cts) sent evaporation caps for reagent cartridge to customer.